Event description:
It was reported that while using three (3) bd vacutainer® sst¿ blood collection tubes, the tubes cracked causing blood to leak. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received five photos and one video for investigation. The customer's photos and video depict cracked leaking tube. Additionally, a total of 30 retained samples underwent a visual inspection for damages, and none of the samples failed. Also, 10 retained samples underwent a visual inspection for brittleness, with no failures reported. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using three (3) bd vacutainer® sst¿ blood collection tubes, the tubes cracked causing blood to leak. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.